Event description:
--

Manufacturer narrative:
The memory dump was received and confirmed that the reed switch was stuck. The "enable magnet use" feature was verified to be disabled which will allow tachyarrhythmia therapy to be provided as programmed.

Manufacturer narrative:
The device was reprogrammed to turn off magnet use which resolve the issue. A memory dump was requested to confirm this finding. As of today the memory dump has not been received. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that the patient implanted with this device underwent an unrelated surgical procedure for which a magnet was used to inhibit therapy. Following the procedure, the patient was discharged home only to return later in the day due to tones. Upon interrogation a warning message was present indicating that the device was in the presence of a magnet when none was nearby. It was suspected that the microswitch had become stuck.